Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was implanted within the distal common bile duct of a cancer patient during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2010. According to the complainant, the stent was implanted to relieve symptoms from a non respectable malignant stricture in the distal common bile duct. On (B)(6) 2010 the patient returned to the hospital with jaundice. The physician contended that the patient's unspecified co-morbidities could have contributed to the jaundice. An endoscopic retrograde cholangiopancreatography procedure revealed that the stent was blocked with biological debris. An extractor balloon (cook) was used to remove the yellow soft sludge from the stent as well as the extrahepatic duct. No further intervention was performed. The stent remains implanted. The patient was reported to be in stable condition following the procedure.

Manufacturer narrative:
(B)(4) - medical intervention required. (B)(4) - the reported issue of stent blocked/occluded. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.